Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the evaluation it was observed, that water tightness was lost; due to deformation of the scope cover. Upon further inspection, it was observed, that foreign objects were clogging the nozzle. This finding was, due to insufficient cleaning of the scope or handling problem. Additionally, it was observed, that switch1 and the distal end was dirty; due to insufficient cleaning or handling of the scope. It was observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value; due to wear of the angle wire. It was observed, that the adhesive of the bending section cover had a chip and a white-clouded area; due to chemical or physical stress. It was also observed, that the adhesive around the objective lens had a white-clouded area; due to deterioration caused by a handling issue. It was also observed, that the adhesive around the light guide lens was peeled. It was observed, that the connecting tube had a dent and a wrinkle; due to chemical stress and due to a handling issue. It was also observed, that the air and water cylinder had corrosion; due to chemical stress caused by handling. Lastly, scratches were observed on the following unit components, due to physical stress caused by a handling problem: connecting tube, bending section cover and on the protector of the universal cord on the control section side. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer did not specify if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, the customer did not know if air and water was supplied through the nozzle. It was unknown, if the customer flushed air and water through the nozzle with detergent solution. The customer confirmed, that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope has air/ water leakage from the body control unit. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation. It was observed, that foreign objects were in the nozzle. Which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.